Event description:
Boston scientific received information that a latitude red alert was generated from this system due to a shocking impedance measurement greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received twenty-two months after the initial observations were reported that high shock impedance was detected when attempting to deliver a shock. The shock therapy did convert the patient¿s arrhythmia. The therapy was inappropriate due to possible supra-ventricular tachycardia (svt) with rapid ventricular response (rvr). Device interrogation revealed a fault code 1005. The clinic has programmed off the red alerts. The patient was brought in for non-invasive programmed stimulation (nips) testing. A revision procedure was subsequently performed and the system was removed from service. The physician reported the lead was fractured. The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional details are received.

Event description:
--

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
The system remains implanted and efforts to obtain additional product issue details were unsuccessful.